Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0b. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.